Event description:
Taxus liberte us clinical study. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction, in-stent restenosis, and congestive heart failure and later expired. Index procedure: in (B)(6) 2010 - the patient presented with chest pain, chest tightness and shortness of breath. The 70%stenosed target lesion was 8 mm long with a reference vessel diameter of 2.5 mm, located in the ramus. The physician pre dilated the lesion with an unknown balloon catheter and placed a 2.50 x 12mm taxus liberte stent. Following post dilatation with an unknown balloon catheter, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012 - the patient presented with sub sternal chest pain radiating to left arm and both legs with numbness, dyspnea, diaphoresis, nausea and vomiting. ECG revealed normal sinus rhythm with st elevation in anterolateral leads with reciprocal changes in v1 and avr. Cardiac enzymes were elevated consistent with the protocol definition of mi. The subject was non-compliant to medications and was not on dual anti-platelet therapy at the time of the event. The 100% stenosis in mid left anterior descending (lad) artery was treated with pre-dilatation using 2.5 x 15 mm non bsc balloon and placement of two (3.0 x 26mm and a 2.75 x 12mm) non bsc stents. Following post-dilatation, residual stenosis was 0%.the 80% stenosis in distal lad was treated with direct placement of a 2.5 x 18mm non bsc stent. Following post dilatation, the residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged eight days later on aspirin and effient. In (B)(6) 2012 - four days later, the patient presented with shortness of breath, dyspneic with minimal movement, cough and minimal edema of lower extremity. A chest x-ray revealed pleural effusion. The patient was diagnosed with congestive heart failure and was also noted to have had an episode of cardiac arrest within the last 24 hrs. The patient was taking aspirin and prasugrel. During the cardiac catheterization procedure, the patient experienced bradycardia. A tvpm was implanted and the patient had recurrent pulseless electrical activity (pea) arrest after performing the angiography on the left coronary artery (lca) which was treated with epinephrine and one round of cardiopulmonary resuscitation (CPR). Thus, the angiography of the right coronary artery (rca) was deferred and was treated medically. The patient expired later that day.

Event description:
It was further reported the in-stent restenosis in the ramus was not treated during the (B)(6) 2012 procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).